Event description:
Auto cycling in neonatal pressure controlled mode peep 5 trig potentiometer set in the green area flow triggering impossible trig sensitivity below peep potentiometer, peep potentiometer and inspiratory time potentiometer replaced.